Event description:
Seeker catheter lodged within chronic total occluded area of long anterior tibial artery. Distal portion of catheter broke apart. Utilized snare to remove all pieces of catheter other than small tip of catheter left in chronically occluded segment without significant change in arterial flow.